Event description:
Additional information received from the consumer reported they met with the manufacturer's representative (rep) on (B)(6) 2016 to have their programming changed. While programming was being done the left side "shorted out" and the consumer felt like they had been "tased," and their whole body curled up. It was noted that prior to programming there had never been any issues with the device. Once programming was finished the consumer made an appointment with their healthcare provider (hcp) for (B)(6) 2016 to have the implant checked. On (B)(6) 2016 the consumer met with the rep. To get the implant checked out and reprogrammed, but there were some "major problems with the wiring harness on the left and up towards the top," since the rep. Used to be able to get programming up to the top of the head, but this was no longer possible. Programming was performed again on (B)(4) 2016 which allowed the implant to work but not as well as it used to. When the consumer got a severe headache they used to use program d, but it didn't work anymore. According to the consumer "the wires were old and there was scar tissue, but it was working the morning of (B)(6) 2016 before programming was performed."

Manufacturer narrative:
Concomitant medical products: product ID: 3777, serial# unknown, product type: lead.

Event description:
A consumer implanted for non-malignant pain reported since the end of 2015 at their last reprogramming session, therapy hadn¿t worked well, and they experienced a loss of therapy. The manufacturer¿s representative (rep) met with the consumer for normal reprogramming on (B)(6) 2016 and performed an impedance check because there was intermittent stimulation on the 8-15 lead. Results of the impedance check run at 0.7 volts showed all electrodes were greater than 10,000 ohms. When the impedance test was performed again at 1.5 volts all electrodes were greater than 20,000 ohms. Another impedance test was performed at 3.0 volts with some electrodes being greater than 30,000 ohms. As a result the rep. Removed all programming using the 8-15 lead. It was noted despite showing out of range, the 0-7 lead still worked and provided normal stimulation on the consumer¿s right side of their neck and head. However, the 8-15 lead only worked intermittently and at one point increased in intensity on its¿ own to 5.0 volts causing a significant ¿shocking sensation¿ to the consumer. It was immediately turned off and all programs using that lead were removed so the consumer couldn¿t use that lead for fear of the incident repeating itself; this lead covered the consumer¿s left neck and head. Upon completion of the reprogramming session the consumer only had access to the 0-7 lead which covered only the right neck and head pain at 3.5 volts. The consumer was instructed to shut it off if that lead started providing intermittent stimulation as well. The consumer made an appointment to meet with their physician on (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.